Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation it was noted that at/af and mode switch diagnostic was inaccurate. No programming changes were made. The patient was stable throughout.